Event description:
During set up of the dual drive console prior to ventilator assist device implantation, the compressors were switched on, but no pressure could be obtained from the compressor that supplies pressure to the bottom module. The ddc was connected to a pt at the time of the failure. The problem was isolated to the compressor that supplies pressure to the bottom module of the ddc. Eval showed that the compressor functioned intermittently. The compressor was sent to the vendor for eval who traced malfunction to misalignment of the piston in the cylinder. Since there have been no other reports of this nature, no corrective action was implemented.